Event description:
It is reported that a customer experienced low blood glucose of 49 mg/dl. The customer was treated for the low blood glucose with food. The customer declined troubleshooting because they felt that their pump worked fine. The customer states that they just happen to took in too much insulin caused by a user's behalf. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.